Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported issue of frayed cable was not confirmed. The maryland bipolar forceps instrument was analyzed and during visual inspection there was no evidence of frayed cables found on the grip and pitch cables at the distal end and proximal end. The grips opened and closed properly. The instrument was fully functional. There was no physical damage to any of the cables. Additional unrelated findings: during visual inspection, the instrument was found to have charring and localized melting on bipolar yaw pulley, near the grip. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Correction: based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2024-09-c, as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.